Manufacturer narrative:
This case, with patient identifier (B)(6) (system 2), is related to case with patient identifier (B)(6) (system 1).

Event description:
It was reported the patient received the following results within 15 minutes: 264 mg/dl, 271 mg/dl, lo mg/dl, 287 mg/dl and 80 mg/dl.